Event description:
It was reported that the was an overheating error message and the beam quality was impaired. The procedure was aborted after the patient was sedated. No patient clinical consequences were reported. This event is being reported for procedure aborted.

Event description:
It was reported that the was an overheating error message and the beam quality was impaired. The procedure was aborted after the patient was sedated. No patient clinical consequences were reported. Additional information received that the console prompted error code 302.2, 611,831 and caused the fiber to time out due to the issue with the console. The patient was rescheduled for the procedure. This event is being reported for procedure aborted.

Manufacturer narrative:
The following fields have been corrected: h6 device codes.